Manufacturer narrative:
A review of sample evidence from the same lot is consistent with the reported complaint; however, the defect cannot be traced to kc. Records show the lot was produced according to the specification and met the acceptance criteria for product release. No insertion tube defects or petal damage was observed during the routine inspections for the lot.

Event description:
Report 2 of 3. Consumer reported noticing the petals on a pessary applicator were partially open prior to use. She proceeded to use the pessary. She did not experience any adverse health effects.